Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported that during implant attempt, the battery voltage was 2.88 volts. This device was not used. There were no patient complications reported as a result of this event.